Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for high blood glucose levels, with a reading of 475 mg/dl. The insulin pump was removed from the customer at the hospital. The customer was then hospitalized for low blood glucose levels the day after being released, with a reading of 30 mg/dl. The customer was not wearing the insulin pump at the time. Nothing further was reported.